Manufacturer narrative:
E1: reporting address postal: (B)(4).

Event description:
Philips received a complaint from a manufacturer's product support engineer (pse) reporting a misalignment in the touch position on the v60 ventilator touchscreen. The device was not in clinical use. There was no report of harm. There was neither patient nor user impact. The device did not meet specification for intended use. The pse evaluated the device and identified the issue during a preventative maintenance device inspection. The pse attempted to correct the issue with a touchscreen calibration, but the issue persisted. Therefore, the touchscreen was replaced. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: the removed touchscreen was returned to the product investigation lab (pil) for analysis. The pil technician installed the touchscreen into a pil v60 standard test bed (stb) for testing. The touch screen passed all flex cable resistance verification and resistance ratio testing. Due to the flex cable resistance verification testing and resistance ratio testing are factors that verify a functional and good working touch screen, the investigation resulted in a no problem found conclusion.